Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The lead was capped and replaced. During the implant procedure, the replacement lead was placed and connected to the cardiac resynchronization therapy defibrillator (crt-d). It was further reported that t-wave oversensing (twos) was still noted even with lead repositioning. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.